Event description:
It was reported that during an unknown procedure the jaw broke after a few minutes of use, it was necessary to change it. The product was new without reuse. The procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: v96792. The following information was requested, but unavailable: did a piece of the jaw break off? If so, what piece? Did the active titanium blade break off? Did the white tissue pad break off? Is the white tissue pad completely missing from the clamp arm of the device? Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the clamp arm damaged but firmly fixed to the outer tube at the clamp arm weld. The blade tip was not broken off as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Due to the device returned condition, not all functional testing could be performed with the generator. The device was disassembled to inspect the internal components and no anomalies were found. Possible causes of the clamp arm damage are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.